Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was returned for evaluation. Visual inspection, electrical returned instrument testing evaluation (rite), and functional rite testing and simulated-use testing were performed. An event history log review was performed and identified a system error 2044, indicating a positive p tank low. The direct cause of the problem was the membrane gasket. The membrane gasket was replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced an unknown system error during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.